Manufacturer narrative:
Eval method - the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA. Eval results - the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA. Conclusions: the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
This x-ray system locked up in the middle of exam. No error messages were displayed on the c-arm and or the viewing station. The system was rebooted and then it was back to normal operation.